Manufacturer narrative:
Date of report: 07may2021. No patient involvement.

Event description:
The customer reported that the unit gives light emitting diode (led) fault alarm. The customer reported that the unit was not in use on a patient.

Manufacturer narrative:
Excessive engagement or pressure contact over the light emitting diode (led) while attempting to engage the switch due to the proximity of the led to the switch may cause a separation of the led to the encapsulant. This is subjective to the operator of the equipment which is why this is not a universal or catastrophic failure of all units.

Manufacturer narrative:
Following the evaluation of the device, the field service engineer replaced the ui pcba to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.